Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the connector leaked at the fill cannula step, and when the adhesive was removed the site came out of the applicator; the user was guided through a full supply change using an inset infusion set and cartridges were offered as goodwill, with the device component implicated as the connector/coupler and the problem characterized as a fluid leak. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage consistent with a seal issue associated with the connector/coupler and aligned with a fluid leak device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.